Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported break at connection part. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2021). Device not returned.

Event description:
It was reported that during a procedure, the connecting part of the device was allegedly broke. The procedure was completed using another device. There was no reported patient injury.